Manufacturer narrative:
(B)(4).

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead. The measurements were greater than 3000 ohms and triggered a lead safety switch (lss). This changed the polarity from bipolar to unipolar. Boston scientific technical services (ts) reviewed and found oversensing of noise due to unipolar sensing. The oversensing led to pacing inhibition with asystole of greater than two seconds. The clinician noted that the patient is mostly pacemaker dependent. It was noted that previous impedance measurements were stable in the 500 ohm range and the impedances have also since returned to the normal 500 ohm range. Ts suggested bringing the patient in for evaluation and discussed possible causes of sudden acute rises in impedance measurements. Less then one month later a revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.